Manufacturer narrative:
The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "inflammation of the breast" and ¿weekly fever from 2020 until the explantation including hospitalization".

Event description:
Patient reported via regulatory agency "inflammation of the breast" and ¿weekly fever from 2020 until the explantation including hospitalization". The following reported events have been deemed not related to the device: "neck and back pain", "muscle and nerve pain", "sharp pain and itching in the chest", ¿headache¿, "chronic exhaustion", "chronic fatigue", "profuse, rapid sweating", "severe rapid freezing", "night sweats", "necrotizing myopathy", "temperature sensitivity", "brain fog (forgetfulness, difficulty concentrating)", "impaired vision", "dry mucous membranes", "sensitivity to light", "constantly cold limbs¿, and ¿sensation of pressure in the chest with decreasing oxygen saturation" this relates to the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1., d.2., g.4.

Event description:
Patient reported via regulatory agency "inflammation of the breast" and ¿weekly fever from 2020 until the explantation including hospitalization". The following reported events have been deemed not related to the device: "neck and back pain", "muscle and nerve pain", "sharp pain and itching in the chest", ¿headache¿, "chronic exhaustion", "chronic fatigue", "profuse, rapid sweating", "severe rapid freezing", "night sweats", "necrotizing myopathy", "temperature sensitivity", "brain fog (forgetfulness, difficulty concentrating)", "impaired vision", "dry mucous membranes", "sensitivity to light", "constantly cold limbs¿, and ¿sensation of pressure in the chest with decreasing oxygen saturation" this relates to the left side. Device has been explanted.